Event description:
The company received information that suggested that the tube kinked around mid-tube and while in patient use. The customer reported that the kink was discovered when they attempted to pass a suction catheter down the tube. The patient was re-intubated and there was no report of harm or serious injury to the patient. The customer stated that they do not have the sample for return nor do they know the lot number of the device.